Manufacturer narrative:
Attempts to obtain add'l info, including the info in requested in section a of this form, were unsuccessful.

Event description:
During an arthroscopic shoulder stabilization procedure, the physician utilized a speedlock knotless implant. The physician placed the anchor into the bone hole and buried it down to the horizontal etch mark on the inserter. The remainder of suture was wound up pulling the labrum to the glenoid rim. The suture locking device was turned to the stop point and the surgeon tried to remove the inserter but it wouldn't move. The surgeon to again check that the suture lock knob was turned to the stop point. Once verified, the surgeon tried to turn it further but it would not turn at all. They tried to tap the inserter off with a mallet; however, the anchor then pulled out of the bone still attached to the inserter. The procedure was completed by drilling a bone hole and utilizing a competitor's device. No pt complications were reported as a result of this event.